Event description:
It was reported that a atw35 was used during a laparoscopic appendectomy. It was reported by the affiliate that the instrument was unable to be fired (jammed). The #1 handle was very hard to close and the handle #2 would not close at all. The button moved freely after playing with it. There was no consequence to the pt.